Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Customer quality engineer reviewed device electronic records and observed that during the patient event, no triangle sync markers appeared on the ECG reading while in synchronized cardioversion mode. Per the operating instructions, 3314911-036 rev. Al, page 143, when using sync mode, users are instructed to observe the ECG rhythm and confirm that a triangle sense marker appears near the middle of each qrs complex. If the sense markers do not appear or are displayed in the wrong locations (for example, on the t-wave), users are instructed to adjust the ECG size or select another lead. Without the sense markers present on the ECG, shock cannot be delivered in sync mode. The cause of the reported issue was determined to be due to user error.